Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a patient in cardiac arrest. The patient was placed on the platform, and it was powered on. However, the lifeband detached from the driveshaft slot of the autopulse platform. The crew inspected the lifeband and found no physical damage or issues. They discarded the lifeband to install another one but were unsuccessful. The customer stated that the second lifeband could not be installed because the driveshaft of the autopulse platform appeared to be stuck and would not rotate and allow a new lifeband to be installed. Per the reporter, the reported issue caused a delay in patient care. The crew reverted to manual CPR until they obtained a second autopulse platform, which the ems supervisor had brought to the scene. No consequences or impacts on the patient.

Manufacturer narrative:
The customer reported a complaint that "the lifeband detached from the driveshaft slot of the autopulse platform (sn (B)(4))." Based on the archive data review performed at zoll, the autopulse platform displayed user advisory (ua) 12 (lifeband not present) upon powering up around the reported event date. User advisory 12 is an indication that autopulse has detected that the lifeband is not properly installed. The ua12 advisory message was replicated during functional testing. The customer's reported complaint that "another lifeband could not be installed because the driveshaft of the autopulse platform appeared to be stuck" was confirmed during visual and functional testing. Zoll service personnel verified that the platform's encoder driveshaft was stuck and could not be manually rotated. The encoder driveshaft slot was not aligned correctly for the lifeband belt clip to be fully inserted. The root cause of the stuck encoder driveshaft was that the clutch plate was jammed inside the encoder due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The autopulse platform was manufactured in june 2009 and is over 13 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed at zoll. The top cover, front, and bottom enclosures were observed damaged, unrelated to the reported complaint. The pictures provided by the zoll service team revealed that the interior of the top cover was heavily scratched and dirty with multiple broken screw bosses. The top cover was last replaced in 2016 during service at zoll. In addition, both the front and the bottom enclosures were cracked, and their screw well areas were broken. The front and bottom enclosures were last replaced during service at zoll in 2020 and 2019, respectively. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. All the damaged covers were replaced to address the issues. Initial functional testing failed as the autopulse platform displayed ua12 advisory message upon powering up, indicating that the lifeband was not properly installed in the driveshaft slot, confirming the customer's reported complaint. The technical investigation determined that the root cause of the issue was the stuck driveshaft, as also reported by the customer. Upon removing the clutch housing, the zoll service personnel found that the clutch plate was jammed, and the encoder driveshaft could not be manually rotated. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4).